Manufacturer narrative:
Section b3: date of event: unknown/not provided. The best estimate date is between (B)(6) 2023. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was explanted from the patient's right eye due to the patient experiencing dysphotopsia, blurry vision, and double vision. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens, model diu100 17.5 diopter was successfully implanted as a replacement. There was no patient injury. The patient is doing fine post-operatively. The explanted lens is not available for return. No other information was provided.